Event description:
Per dealer, tie wraps are leaking. Per independent repair center statement, unit will not start due to the cord unplugged from the pc board. Another malfunction was the nylon tie on the product tank were leaking.